Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated an infection was confirmed. The patient couldn't feel their legs and went to the emergency room (ER) on jun(B)(6) and woke up on (B)(6) and the device was taken out. The patient's incision site had healed normally.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a health care professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient showed signs of infection and stated she could not walk. Pus was coming from the incision site and the surgeon did an MRI. The entire system was explanted. The patient status at the time of the report was alive ¿no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.